Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. He feels there may be an anatomical anomaly that caused the unexpected outcome and does not blame the iol. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 09/12/2011 and 09/22/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).